Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation therapy. Diagnostic tests revealed invalid impedances on most contacts. Surgical intervention is planned to address the issue. Note the patient received two leads from the same lot.